Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device passed self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display and display anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the buttons were unresponsive. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had blank display. The insulin pump will be returned for analysis.